Event description:
It was reported by the clinician that "the product broke in the butterfly during handling to carry out the procedure. No other information was provided."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0833 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.